Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had defects of bending rubber. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: adhesive around objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to a pinhole on universal cord, water tightness was lost; due to a pinhole on bending section cover, water tightness was lost; adhesive on bending section cover had a chip; switch 1 was damaged; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured; video cable and the protector of the video cable section both had a scratch; video connector case and video connector both had a crack; video connector was deformed; and there was looseness of the insertion pipe. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the suggested event, ¿glue of objective lens peeled off¿, was confirmed. The probable cause was determined as due to stress of repeated use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The instruction manual/operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the following warning/verbiage which could have detected/prevented the phenomenon: <inspection of the endoscope> 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.